Manufacturer narrative:
(B)(4) - no consequences or impact to the patient (B)(4) - lens, damaged by cartridge, (cartridge cracked). Evaluation method: cartridge lot number search. Results: visual inspection of the returned product found the cartridge tip split. The lens optic and both haptics were torn. There was evidence of dark and clear residue. A cartridge lot number search was performed and no similar complaints were found within the search. Conclusions: based on the complaint history, cartridge lot number search and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a 19.0 se/2.0 diopter aa4203tl toric silicone single piece lens and the cartridge cracked and turned the lens. There was no patient injury noted, no enlarged incision or sutures. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.